Manufacturer narrative:
The astral device was received by resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage, however, based on the preliminary investigation, the device is operating without fault. All performance tests conducted indicate the device is operating to specification. There is no evidence to suggest that a device malfunction contributed to the patient¿s death. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed that on the night on (B)(6) an astral device was being used for supplementation of respiratory effort on a als patient. Per the report, the mask was removed to allow for medication to be administered to the patient. When the mask was removed from the patient a high leak alarm was activated as expected. When the mask was being reapplied onto the patient the device alarmed with a circuit adapter fault indicating the expiratory valve adapter was missing or not installed correctly. In the process of the caregiver investigating the alarm and placing the patient back on therapy they expired. The patient was dnr and therefore no intervention was provided. It was reported by the hme that the attending physician at the time of incident did not think that the device had contributed to the patient's death.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the occurrence of an error message (sf101) indicating an incorrect outlet pressure measurement, however, device testing was not able to reproduce this event. Review of the device logs also revealed an alarm for ¿vent not started, incorrect adapter¿ (alm_130) indicating a dislodged or missing expiratory adapter. This alarm was reproduced by removing the expiratory adapter from the device. Based on all evidence, the investigation determined that sf101 and alarm 130 were most likely due to a missing or an incorrectly installed expiratory adapter. Further testing found that the device operated per specifications. There is no indication that a device malfunction lead to the patient¿s death. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that on the night on (B)(6) an astral device was being used for supplementation of respiratory effort on a als patient. Per the report, the mask was removed to allow for medication to be administered to the patient. When the mask was removed from the patient a high leak alarm was activated as expected. When the mask was being reapplied onto the patient the device alarmed with a circuit adapter fault indicating the expiratory valve adapter was missing or not installed correctly. In the process of the caregiver investigating the alarm and placing the patient back on therapy they expired. The patient was dnr and therefore no intervention was provided. It was reported by the hme that the attending physician at the time of incident did not think that the device had contributed to the patient's death.